Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the optional femoral impactor broke during impaction. The surgical technique was utilized. There was no surgical delay. There were no foreign bodies retained. The case was completed with a secondary impactor. Attempts have been made and all available information has been provided.